Event description:
Dealer stated that a rear wheel spoke on a v20rfr veranda wheelchair is broken.

Manufacturer narrative:
Manufacturer updated from (B)(4) to (B)(4)to reflect the correct manufacturer. OEM notification sent to (B)(4).

Event description:
Dealer stated that a rear wheel spoke on a v20rfr veranda wheelchair is broken.